Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-may-2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2018. The black box and alarm history for event date on (B)(6) 2018 had been overwritten, unable to confirm the cs064 alarm on event date. The ezprime steps were performed successfully. The pump completed a 24hr duration test with no cs alarms duplicated. The total daily dose (tdd)¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within rang. The pump cover was removed and there was no intermittent conditions found on motor flex. No evidence or internal moisture was observed. Unable to confirm or duplicate the complaint due to overwritten data. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced diabetic ketoacidosis on (B)(6) 2018. The patient attempted to treat their elevated blood glucose with water intake and an undefined amount of insulin. The patient reportedly presented to the hospital emergency room at 1:30 pm and remained in the emergency room for approximately four-to-five hours before being admitted as an inpatient. The reporter did not provide any further information regarding the alleged adverse event and subsequent hospitalization for diabetic ketoacidosis. The reporter stated the insulin pump gave a call service alarm 064 indicating occlusion during the prime operation, but declined to participate in troubleshooting of the insulin pump. It is not clear if the patient¿s serious injury is associated with the reported call service alarm. If further information becomes available, this complaint will be updated accordingly. This complaint is being reported because the reporter stated the patient was hospitalized with diabetic ketoacidosis while on insulin pump therapy and insulin pump involvement could not be ruled out as a contributing factor due to the reporter declining to participate in troubleshooting activities with animas customer support.